Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the esc button on the insulin pump is sticking. The customer did not recall any significant events leading to the keypad issue. The customer also reported that the device has minor cracks around the battery compartment and one crack above the screen. Customer is unsure of how the damage occurred. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.